Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked screen after the user left the device on a kitchen counter, and a replacement ilet was arranged with instructions provided for shutdown, data sync, return, and restart. Symptoms included no reported hypoglycemia or other adverse symptoms; the user reported a blood glucose of 224 mg/dl after breakfast, which the ilet corrected, and there were no device alerts, outside assistance, or medical intervention. Outcomes included continuation of diabetes management with cgm and planned replacement of the device. Investigation included review of shipping and tracking details to confirm delivery address and replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with user-caused impact, with no effect on insulin delivery or glycemic control and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.